Event description:
The pump was returned. The return paperwork did not suggest or question a malfunction and no patient symptoms were reported. The pump underwent routine analysis.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed pump battery high resistance. Device interrogation on return indicated that the pump was delivering dilaudid.